Event description:
It was reported by the customer that a pyxis medstation es system had pyxis drawer was not closed. The customer reported that there was a delay in patient care and there was no harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer enhanced due to slide rail. The field service engineer was able to resolve the issue by replacing the half height cubie drawer. The system functioned as intended after the field service engineer troubleshooted the device.